Manufacturer narrative:
(B)(4). The device involved in the event was not returned or discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in USA underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient developed severe abdominal pain and shortly after was found unresponsive. The patient was hospitalized and underwent exploratory surgery and the j-tube was not attached and not found in the patients stomach or intestine. The report also indicated that unspecified testing is being completed to rule out peritonitis. Numerous attempts were made to collect further details; however, there has been no response. No additional patient details are available.

Manufacturer narrative:
Reference record (B)(4). Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 18 nov 2019: the patient's spouse reported that the patient was hospitalized in (B)(6) 2017 for a month due to the abdominal pain and was later diagnosed with peritonitis. The patient was treated with unknown intravenous antibiotics and duopa therapy was stopped.